Manufacturer narrative:
Submit date: 10/04/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer states that the product is too tight and split when trying to place it on the lamp handle.